Manufacturer narrative:
Pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip completely broken off, minor scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the pump is broken around the reservoir compartment. Customer's blood glucose levels were not included in the report. Product is being replaced.